Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor deployment, sensor wire detached from applicator. At the time of the call, patient reported no medical intervention.